Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the sheath exhibited a leak from the valve and took in air during aspiration. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the sheath was flushed, water leaked from the valve at the end of the handle. It was also not possible to aspirate the sheath as it would take in air during each attempt. The sheath was replaced, and the procedure was completed with a new faradrive sheath. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was received by boston scientific for analysis. Upon receipt at boston scientific's post market laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found upon visual inspection. An attempt to purge air out of the faradrive sheath by injecting deionized water into the flush lumen port was unsuccessful, as water was observed to leak from the handle cap. Therefore, leak testing could not be performed as the sheath could not seal fluid within the flush lumen line. Removal of the handle cap to identify the source of the leak, found the flush lumen to be torn where the adhesive filet bonds the flush lumen to the valve hub of the sheath. The defect was observed to leak as deionized water was injected through the flush lumen port, confirming this defect to be the source of the leak. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that the sheath exhibited a leak from the valve and took in air during aspiration. It was reported that during preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After the sheath was flushed, water leaked from the valve at the end of the handle. It was also not possible to aspirate the sheath as it would take in air during each attempt. The sheath was replaced, and the procedure was completed with a new faradrive sheath. No patient complications were reported. The device has been returned for analysis.